Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Thee customer's blood glucose level was 400 mg/dl. They reported that the infusion set cannula was bent and the high blood glucose level was because they did not receive insulin due to bent cannula. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.